Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. This report is for the second device reported that was used on the same patient reported in MDR 3013394970-2018-00178 that covers the first device reported. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a procedure via the femoral artery and the operator decided to use a 6fr angio-seal vip to close the puncture site. The operator reported that the insertion sheath was too soft and he was not able to insert it into the puncture site. After a few attempts, the operator decided to replace it with a new 6fr angio-seal vip. However, the operator encountered the same situation where he was not able to insert the sheath into the puncture site. Finally, the operator decided to use an 8fr angio-seal vip and it was able to deploy successfully. No complication happened and the patient was reported to be safe. The procedure was successful after the operator decided to use an 8fr angioseal vip.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One angio-seal device was returned for evaluation. One hemostasis sheath was returned mated with the arteriotomy locator. The carrier tube assembly, guidewire, and the plastic pouch were returned as well. The sheath was examined under a microscope and presence of the mdx silicone coating was visually verified. The sheath and locator assembly was also slightly curved. The returned guidewire was inserted into the locator and was unable to slide inside smoothly and was unable to the travel completely through the cannula. Another guidewire from an unused kit for 6fr angio-seal vip was inserted in the locator and it was unable to slide freely as well. The device was examined under x-ray and two obstructions could be noted with the cannula of the locator. The locator was then cut to examine the obstructions and it was found that both the obstructions were, in fact, dried blood like substances. No obstruction or foreign substances were noted between the sheath and locator. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely due to the temporary obstruction of the pathway during sheath insertion by unknown substances which may have led to the bending of the sheath and locator as seen on the returned device.